Manufacturer narrative:
(B)(4): the customer reported that the unit powered up in battery capacity test mode. There was no report of patient involvement. The unit was evaluated locally by philips and the failure was verified. Replacement of the front bezel assembly resolved the failure. The unit passed all post service testing and remains at the customer site.

Event description:
The customer reported that the unit powered up in battery capacity test mode. There was no report of patient involvement